Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced mild scrotal discomfort and urinary incontinence, which necessitated a revision surgery. During surgery, it was observed that the tubing was too long and kinked. This was suspected to be the cause of the urinary incontinence. The tubing was trimmed and the pump malposition was also corrected to mitigate difficulties using the pump. No additional patient complications were reported.